Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation; instead a zoll representative went on site to evaluate the device. The customer's report was observed during testing. However, the reported problem could not be duplicated. The zoll field representative confirmed that the customer decided to remove this device from service. Analysis of reports of this type has not identified an increase in trend.